Event description:
A customer contacted stryker to report that their device had bricked during software upgrade. As a result, the device would not power on and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker product analysis center (pac) evaluated the removed part and determined that the cause of the reported issue was due to an isolated processor u8 on the power pcb assembly.

Manufacturer narrative:
Stryker evaluated the customer's device and was able to duplicate the reported issue. After replacing the power pcb assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device had bricked during software upgrade. As a result, the device would not power on and defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.